Manufacturer narrative:
The creatinine plus ver.2 reagent lot number and expiration date were not provided. Qc and calibration were passing on the date of the event. A field service engineer (fse) determined that the external washing stations of the reagent probes needed to be readjusted because they were performing insufficient washing. A damaged main pump was replaced. The instrument was tested and released to the customer for routine use. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module for two patients. Patient 1's initial result was 1.89 mg/dl, and the repeat result was 1.16 mg/dl. Patient 2's initial result was 1.23 mg/dl, and the repeat result was 0.76 mg/dl. The samples were repeated because the initial results were found to be inconsistent with the patient's clinical history.